Manufacturer narrative:
Correction - the catalog number was updated in section d4 based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 117 mg/dl, 167 mg/dl and 227 mg/dl.